Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board, oxygen blending module board and blower motor were replaced to address the issues.